Event description:
It was reported that a skin reaction had occurred. The sensor was inserted into the arm. On approximately (B)(6) 2025, the patient experienced a skin reaction with infection and abscess at the needle puncture site, occurring an unknown number of days after the sensor was inserted into the arm. The patient consulted a general practitioner, and the abscess was drained via incision. No treatment was documented. At the time of the report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).